Event description:
A malfunction was reported while the pump was being updated. There was no reported adverse impact to customer's blood glucose level. Technical support arranged for the pump to be replaced under warranty. The customer used multiple daily injections as backup therapy and was instructed on how to store and return the malfunctioning pump using a pre-paid label.